Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker system exhibited loss of capture in the atrium. It was determined that the device experienced a lead safety switch (lss) several months prior which changes the lead configuration from bipolar to unipolar due to out of range impedance measurements. The patient is not pacemaker dependent. An x-ray was performed and no findings were revealed. The physician programmed the device to pace/sense in the ventricle only. No additional intervention will be performed at this time. No adverse patient effects were reported. This product remains in-service.